Event description:
Reportedly, during the procedure, the top part of the blue versaseal, became detached and fell into the patient cavity. The piece was removed without incident. No patient injury reported.